Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of having high blood glucose of 460mg/dl and the pump alarmed no delivery. The mother did not want to change out the infusion set to troubleshoot and indicated that they would call back. Mother treated the customer with an injection. The customer was advised to follow up with their doctor regarding the high blood glucose.